Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance . Measurements were within normal limits. The helix mechanism operated appropriately through testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.